Event description:
It was reported that during a da vinci sigmoid colectomy procedure, a broken wire was identified on the prograsp forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint. Visual inspection found no broken wires/cables on the returned instrument. Failure analysis investigation found the following additional damages to the instrument: the grip open cable was derailed from the idler pulley, but no damage was observed to the cable or the pulley. The grip open cable was seated on the outermost edge of the pulley and the grip close cable was seated on the outside of the pulley. Yaw motion is non-intuitive as a result. The other cables at the wrist were intact and undamaged. The distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were short in length and not axially aligned with the tube. One scratch was located approximately 2.10 from the distal clevis hub. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.